Event description:
Dealer states one side of the chair is not coming down evenly with the other side on the suspension. The wheels also do not stay on the ground on the right. When lifting the front wheel, the rear wheels come off the ground. The cylinders to elevator bolt are spaced to a penny's width.